Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the plate holder of the device is broken off. There is some wear to the cutting surfaces. A review of the product drawing indicates the part is to be manufactured from 440b stainless steel, an appropriate material for cutting instruments. There is a fair amount of wear on the cutting surfaces, and it is unknown how the device was used, therefore this part is deemed indeterminate. The manufacturing evaluation showed the movable anvil of the cutter is broken off as complained. The broken surfaces are homogenous and do not show any anomalies what also indicates material conformity to the specification. The cutting edges are blunt; therefore exceeding applied mechanical force caused this damage. It is concluded that this complaint is invalid from a manufacturing standpoint. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a procedure the surgeon was using the locking calcaneal plate cutter to cut a plate, and one of the jaws on the cutter broke off. The piece did not fall into the patient. Surgeon did not have another cutter. He chose a different plate and completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.